Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that during physical inspection and preventive maintenance (pm), it was found that the barrel clamp does not hold the 15 mm or 25 mm fixtures and the spring does not move properly. The biomedical technologist was not able to perform binary switch test as the barrel clamp would not hold the fixtures to allow continue performing pm and binary switch test. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during physical inspection and preventive maintenance (pm), it was found that the barrel clamp does not hold the 15 mm or 25 mm fixtures and the spring does not move properly. The biomedical technologist was not able to perform binary switch test as the barrel clamp would not hold the fixtures to allow continue performing pm and binary switch test. There was no patient involvement.